Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: black box shows no activity outside of normal use, returned battery/cartridge cap were used during investigation. Test gsm transmitter was placed on the walkabout box; the transmitter was paired with the pump correctly. Bg was set to 120 mg/dl twice within 2hr. Both bg values entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, the pump passed an rf test, the product perform within specifications. The pump¿s cover was removed, no intermittent condition was found to the cgm module. The battery compartment is cracked below the bumper. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/25/2015.